Event description:
According to the reporter: occurred during a laparoscopic sleeve procedure. The suture was being used for oversewing the sleeve and the surgeon was performing the running technique. The thread of the device broke. Passed the suture through the tissue once and it separated from where the metal clasp and suture meet. The suture fell into the cavity of the patient but was retrieved with graspers. In order to resolve the issue and complete the case, opened a new suture and was used without issue. There was no patient harm. The patient outcome is alive, no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the sample noted 1 suture and 1 needle. From the opened sample, the needle appeared to have disengaged from the suture under tension. Normal needle crimp and swage marks were observed under magnification. The image showed the needle had detached from the suture. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.